Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having loose stability. The surgeon was able to change to a thicker poly insert and was stable.